Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for essential tremor and movement disorders. It was reported that the patient had tightness of the neck area to the shoulder/chest area but the tightness decreased when the stimulation on the left side decreased, the sensation was essentially along the path of the dbs system since the patient was first programmed during the first week of may. The healthcare provider (hcp) reported the sensation was like someone pulling on the wire as well as shocking. The hcp further mentioned that there was pressure at the back of the head, neck area. It was noted that an x-ray was taken and the system looked intact and impedance check showed good impedances. The hcp ordered an MRI to look at the lead position but was waiting for the surgeon to look at the result. There were no further complications reported as a result of the event.